Event description:
A patient reported that they were unable to test on their meter due to the power issue. The issue was not resolved with troubleshooting. Patient was feeling sweaty, unfocused, and irritable. There was no medical intervention or treatment given. No further information has been reported.